Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2016-11192. It was reported that pericardial effusion with tamponade occurred post procedure. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman ® laa closure device & delivery system was used with a watchman ® access system. The closure device was deployed in the laa and one partial recapture was performed as it was too distal. After repositioning, the closure device was successfully released with a complete seal noted. It was reported there was no pericardial effusion observed during or after the procedure while in the cardiac lab. However, one hour post implant the patient experienced cardiac tamponade. A pericardiocentesis was performed and they withdrew approximately 800ml of blood. Protamine was given to reverse the effect of the heparin given during the procedure. A 1000ml of blood and approximately 300ml of plasma were also administered. There was no increase of pericardial effusion observed after the drainage and the patient was stable.